Manufacturer narrative:
The reported event of rapid battery depletion was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
New information states that the device was explanted and replaced successfully. The patient did not experience any adverse consequences. The patient remained stable before, during, and after the procedure. The patient would continue to be monitored.

Event description:
It was reported that through remote transmission and a device check in clinic, the device exhibited possible premature battery depletion. A device replacement was scheduled. The asymptomatic patient was pacemaker dependent and will continue to be monitored until the replacement procedure.